Manufacturer narrative:
(B)(4). Approximate age of device - 21 days. The device is expected to be returned for evaluation. It has not yet been received. The reported hemolysis and device thrombosis with subsequent pump exchanges on (B)(6) 2015 were previously reported under medwatch MFR report # 2916596-2015-01359 and 2916596-2015-02023. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, the patient had an urgent pump exchange due to symptoms of device thrombosis. Following the pump exchange, the patient's lactate dehydrogenase (ldh) level reportedly increased to 700 u/l; however, the patient did not express hematuria or heart failure symptoms and the vad parameters remained unchanged. The patient was readmitted and treated with heparin intravenously and was then discharged home with outpatient monitoring. On (B)(6) 2015, lab results at temple university hospital showed that the that patient's ldh level had increased to 1300 u/l and the patient had a hemoglobin level of 7 g/dl. The patient was admitted to temple university hospital and was listed as status 1a on the transplant list for a heart and kidney transplant. Pump power was reportedly in the 10-12 watt range during the patient's admission, but there were no pump stoppages. The patient's medications during admission included coumadin with an inr goal of 3-3.5, aspirin(650 mg daily), persantine (100 mg q6hr), and plavix (daily). The patient's ldh level reportedly continued to rise up to 1900 u/l and a pump exchange to another manufacturer's device was performed on (B)(6) 2015.

Manufacturer narrative:
The device was subsequently received. Device evaluation the evaluation of the returned device confirmed the presence of pump thrombosis, which could have contributed to the reported elevated lactate dehydrogenase (ldh) and elevated pump power. The pump was returned assembled with the driveline severed at the distal dacron velour/silicone transition (approximately 13 inches from the nipple of the pump housing) and the remainder of the driveline was not returned. The sealed outflow graft conduit (outflow graft and bend relief) was not returned upon disassembly of the pump, a large thrombus formation was found surrounding the inlet bearing cup and inlet bearing ball/rotor inlet section, obstructing approximately 50-60 percent of the blood flow path in this location. The thrombus ring showed dark areas of denaturation and appeared to have formed in laminated layers, indicating that it developed in this location over an undetermined amount of time while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated ldh levels. The thrombus could have also created increased drag on the spinning rotor, contributing to the reported elevated pump power values. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was initially reported that the device would be returned for analysis; however, the device was not returned. A correlation between the device and the reported symptoms of device thrombosis could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.